Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code 3. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery continued without interruption. Technical support confirmed that the customer had the most up-to-date software and instructed them on putting the pump into storage mode before returning it. A replacement pump was shipped to the customer, and they were advised on the necessary steps to follow upon receiving it.